Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and pneumoperitoneum are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During a nurse visit on (B)(6) 2022, the patient complained of severe, stabbing pain to the stoma and abdominal areas during mobilization since (B)(6) 2022. Due to an increased white cell count, neutrophils and crp, the patient was being treated with IV tazocin 4.5 g. It was reported that the patient was npo per the advice of the surgical staff and that the stoma site was oozing. A CT scan with contrast of the abdomen and a swab of the stoma site were performed. The results of the CT scan showed that the patient had pneumoperitoneum and that the surgical staff would advise on a treatment plan. The results of the swab were unknown. During a follow-up visit on (B)(6) 2022, it was reported that the patient was vitally stable, remained on intravenous fluids and antibiotics, was passing wind and had minimal pain and allowed a light diet. The stoma site appeared excoriated and there was no ooze present. During a follow-up visit on (B)(6) 2022, regarding the pneumoperitoneum, it was reported that the patient had improved, treatment was not reported. There are no plans to replace the peg/j tubes at this time as all issues appeared to be resolving. The patient remained hospitalized with no estimated date of discharge.

Event description:
Additional information received on 28 mar 2022: on (B)(6) 2022, the patient underwent another CT scan which revealed an air leak in the abdomen. On (B)(6) 2022, the peg tube was replaced with a 20 fr peg tube. Duodopa therapy was continued. The patient continued to be treated with intravenous fluids and intravenous antibiotics. As of (B)(6) 2022, a nurse reported that the patient had improved since the tubing change.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.